Event description:
I've had progressively worsening symptoms of possible bia-alcl. I had shortness of breath and vomiting. Went to ER. I have a positive d dimer blood test which is a sense of cancer. I also have ruptured 410 textured breast implants. FDA safety report ID# (B)(4).